Event description:
The nurse at the user facility reported that the doctor complained that the subject device displayed no images during an unspecified diagnostic procedure. They were able to use the ultrasound without problems, but there were no images on the screen when ultrasound was not in use. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the scope connector demonstrated corrosion. The image centering was off. The bending section cover adhesive was cracked. The ultrasound connector had fluid and was dried with aeration. The image was ok after aeration. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the reported image failure. Olympus will continue to monitor field performance for this device.